Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source front panel was flickering. It was not confirmed when this event took place. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The subject device was not returned to olympus for further evaluation and testing. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was found, during routine inspection.